Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The consumer got tested at a covid testing drive thru (rapid antigen test) and that generated a positive result. Per the consumer, there was no patient harm due to the test results. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 172637 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 172637, device part number 195-430h / lot 164557. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172637 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.